Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a tubing leak through a hole found in the pumping segment, which occurred during an infusion. There was no patient harm.

Manufacturer narrative:
The customer complaint of a tubing leak was confirmed from a picture provided by the customer. The picture shows that the silicone segment had a tear near the upper fitment. The root cause of this failure was not identified.

Event description:
The customer reported that a primary set was loaded into the pump for infusion of an unspecified fluid at 10ml/hr; an antibiotic was infusing via a secondary. A leak from a hole in the pumping segment was noted. The customer indicated this had happened a few times in the past however no specific quantity or details of any events were provided.